Manufacturer narrative:
Follow-up #1; date of submission: 09/23/2016. The pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings. A visual inspection of the pump showed that there was moisture corrosion on the display. The battery compartment was cracked as was the pump casing. During testing, the up arrow, down arrow, and ok keypad buttons were under responsive. The pump failed a leak test at the pump casing. The pump cover was opened and moisture corrosion was found on the keypad flex and on the internal pump components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was reportedly moisture behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.